Event description:
It was reported that pacing threshold has increased, and bipolar impedance is high. Reprogramming was done to attempt unipolar testing, but the patient experienced pocket stimulation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.